Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Fluid has been in the fluid line. The irrigation delivery connector/system has been cut from the fluid line. Electrodes have minimum use. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended. There were no sparks observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a nasal cavity surgery, the evac extra coblator wand emitted electric sparks when it was tested. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).